Event description:
It was reported that high, out of range hv lead impedance was observed via remote transmission. Plans are made to reprogram the device. No patient symptoms were noted during this event. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.